Manufacturer narrative:
Cec has adjudicated the reported stenosis of the lsfa was related to the study device and not related to the procedure or drug. Outcome was resolved for stenosis of left sfa.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful. Approximately 23.5 months post index procedure the patient had stenosis (99%) of the target lesion in the left sfa which was treated approximately 2.5 months later with one inpact admiral deb and one non-mdt stent. The investigator indicated that the event was not related to the study device, procedure and drug.

Manufacturer narrative:
Previous MDR submitted with aware date (B)(6) 2015 in error, correct aware date is (B)(6) 2015.